Event description:
During an atrial fibrillation procedure, there was a delay due to pins in the connection port of the ampere being bent. The case proceeded with an ampere that was borrowed from another hospital. The procedure was finished successfully without any adverse patient consequences.

Event description:
Prior to the procedure, before the patient was prepped, it was noted that pins in the connection port of the ampere were bent. An ampere was borrowed from another hospital to complete the procedure. The procedure was finished successfully without any adverse patient consequences.

Manufacturer narrative:
After further review, this event does not meet reporting guidelines as the event occurred during preparation.